Event description:
It was reported when using the bd pyxis medstation es system drawer failed when user trying to issue medication to patient. The customer added that they were able to get medication from other system. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective drawer board. The field service engineer replaced drawer board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.